Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077262/7077419.

Event description:
It was reported that a day following an implant procedure the patient was experiencing pain and leg weakness. The patient was brought to the hospital for imaging. Computerized tomography (CT) scan was performed and was notified of no complications. The physician performed a CT myelogram to confirm that there were no complications. The patient underwent an scs explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices will not be returned.